Event description:
It was reported that during device change out, externalized conductors were observed via x-ray. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4). Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 8.4-13.4cm and 10.0-12.5cm from the distal tip. Internal insulation abrasion was noted at 15.4-16.3cm from the distal tip. The etfe coating was intact at these locations.